Manufacturer narrative:
(B)(4). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the bioraptor knotless suture anchor pulled out of the bone easily when tension was applied. Additional bone hole was required to be drilled as a result. A backup device was used and procedure was completed without any patient injury.

Manufacturer narrative:
(B)(4)